Event description:
It was reported that the device provided inaccurate sphb readings. Customer reported that there are variations in sphb from hemoglobin blood gas. It was reported that there was a blood gas reading of 7.2 on a patient and sphb reading of 10.1 about 24 hours later. Customer reported that the patient felt weak before and after the event. No known impact or consequence to patient.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.